Manufacturer narrative:
H3: product analysis: evaluation didn't reproduce the reported malfunction of a black liquid coming out of the tip. However, it was noted that an abnormal sound occurred during rotation due to the damage/breakage of the tip bearing and deterioration of the markings was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a black liquid came out of the tip during the procedure of lumbar fixation. At the time of the report there was no patient or staff impact. There was no delay in the surgical procedure and there was no intervention performed. Additionally, it was noted that the device was replaced with another one of the same model.